Manufacturer narrative:
Block h6: imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the physician wanted to reintroduce the hydratome rx 44 over the hydra jagwire guidewire after cytology brush was completed. The physician inserted the tome over the guidewire, and advanced it through the scope, but the guidewire pushed all the way back up the tome and got stuck within the black portion of the handle and did not come out of the blue exit. It was reported that the nurse cut the blue plastic exit piece using scissors to regain access to the wire. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.